Event description:
Customer reports lancet does not retract from the multiclix device (unknown if before or after firing). No accidental needle stick reported. No adverse event reported. Requested return of suspect device and replacement was sent.